Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go npwt device. The pump referenced as (B)(4) renasys ez pump has ¿unknown¿ for serial number. Given an unknown serial number, neither a DHR for the device nor a service reports can be researched. The report deems a device that failed to alarm due to a filter not being properly seated in the unit. As part of the canister installation within the instructions for use (IFU), indicated to fully insert the in-line bacterial overflow guard past all four ridges on the guard tubing, into the vacuum port on the front of the device. Based on the scenario presented within the complaint, most likely an incomplete engagement of the renasys ez plus canister filter permitted a background leakage and will disguise a blockage/canister full alarm. In cases where there is a clearance between the bacterial overflow and the vacuum port, neither a leak nor a blockage/canister full alarm will be triggered by the device. From the standpoint of system alarms, these are triggered by responses to an air flow into pump and/or failure to sustain pressure differentials based on user pressure setting (40-120mmhg) and delivered pressure. An alarm to an obstruction follows a pump motor response that correlates to a decrease in leak air flow (at or below 0.05 l/min) in system connections within a period of time in the range of 2-3 minutes, therefore, not instantaneous. There is clearly stated within the report that once the filters are appropriately seated the devices passed all criteria. An unavailability of a device for evaluation makes an investigation effort inconclusive for a device malfunction. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. A correction notice was issued in nov 2013 to advise the customers of this requirement to properly install the filter. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Alarm failed to sound due to filter not being properly seated in unit. Patient outcomes attributed to the failure include prolonged hospitalization, intervention to prevent damage and other important medical events.